Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that the patient developed a thrombosis in the left subclavian with pain in the left arm several days after implant of a device and two leads. A magnetic resonance image (MRI) was conducted. During the MRI process, the patient developed pain in the device area. Upon physical examination,the skin above the device was mildly hot. The MRI was stopped and the pain and heat resolved. The patient received medication to treat the thrombosis and the device and leads remain in use. The patient is part of an (B)(4) clinical study. No further patient complications have been reported as a result of this event.